Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) ipg, (B)(6) 2013. (B)(4).

Event description:
It was reported that remote transmission showed that the right atrial (ra) lead was undersensing p waves during arrhythmias. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.